Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the patient presented pacing the ventricle due to atrial lead was positioned in the ventricle, not the atrium. The implantable pulse generator (ipg) did not pace the right ventricular (rv) lead. It was also reported that the atrial lead had slipped into the ventricle and was pacing the ventricle and the rv lead exhibited low threshold and no output when connected to the ipg. The atrial and rv lead were re-positioned and remain in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.